Manufacturer narrative:
(B)(4). The device was manufactured april 21, 2017 ¿ april 24, 2017. The device was received for evaluation with approximately 53ml of drug solution in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, no flow was observed from the distal luer. Further examination of the luer revealed that the cause of the flow problem was due to white crystallized drug blocking the fluid path/exit at the distal end of the glass capillary located inside the luer. The reported flow issue was verified as a drug issue; the device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor would not flow during infusion. The device had been filled with 900 mg desferrioxamine in 52ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.